Event description:
Procedure type: laparoscopic. According to the reporter: over the course of the 14 months since this facility converted to covidien trocars, during every case that requires the use of non-disposable hemoclip appliers the jaws of the clip appliers would catch on the blue seal of the trocar. Not infrequently, small pieces of the blue seal would tear loose from the cannula and fall in the patient and have to be retrieved. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
In explaining the ftr process and asking for a number of occurrences, dr. (B)(6) estimated three dozen times based upon his case volume and procedural mix. His rfna was present and agreed that seemed fairly accurate. The blue seal pieces were always retrieved without incident. This ftr is for one occurrence; a total of 36 ftrs will be submitted. Sometimes full trocars and sleeve only codes were both opened and used; it is not known which one had the difficulty, but it is the same component in both codes listed above though. Rep was not present for the case. The difficulty did not result in unintended colostomy, formal laparotomy, re-operation etc. There was no unanticipated tissue loss, blood loss, tissue damage, or extension of the incision.